Manufacturer narrative:
The device was received for evaluation. The returned device was labeled for single use. Visual inspection showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 1 malfunction events. It was reported that a large volume folfusor overinfused during infusion of fluorouracil. The device completed infusion in 36 hours instead of the expected 48 hours. This event involved a patient with no patient consequences. No additional information is available.